Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist in japan, during a transfemoral artery transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra resilia with commander and esheath+, diving occurred during valve alignment, and balloon damage was confirmed. The difficulty occurred during insertion/navigation while advancing the system through anatomy, specifically during fine adjust. Valve alignment was not performed in a straight section of the anatomy. During valve alignment, diving occurred. Upon checking for backflow, backflow was observed; therefore, balloon damage was confirmed. The delivery system was retrieved, and implantation was performed using a new kit. The perceived root cause of the event was attributed to diving during valve alignment. The patient's final outcome was reported as stable condition following the procedure. No patient injury occurred.